Event description:
It was reported that there was poor sleeve function with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that several collections were made of patients, where the number of exams is on average 60 exams per order. It happens that during one tube and another, the sleeve that enters the tube regenerates, that is, it retracts when I insert the tube and returns to normal when we remove it. Due to the number of tubes used, at an determinate time the sleeve does not regenerate and blood leaks from the adapter, which is very unpleasant.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9050846. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-19. Medical device lot #: 9095756. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-05." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports that several collections were made of patients, where the number of exams is on average 60 exams per order. It happens that during one tube and another, the sleeve that enters the tube regenerates, that is, it retracts when I insert the tube and returns to normal when we remove it. Due to the number of tubes used, at an determinate time the sleeve does not regenerate and blood leaks from the adapter, which is very unpleasant.